Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patients acetabular component failed and collapsed into the patients pelvis. Dr (B)(6) was unsure of original implant date, but the first revision date was (B)(6) 2019. Dr les performed that revision as well. The pinnacle revision cup was loosened at bone to implant interface and was taken out, along with the screws, liner, and 40mm +15.5 femoral head. Dr (B)(6) prepared the acetabulum for a 74mm revision pinnacle cup and placed several screws in to secure the cup. A 40mm +5 femoral head was trialed and found to be satisfactory. The real head was implanted and the closing process began. Doi: (B)(6) 2019; dor: (B)(6) 2019; right hip.